Manufacturer narrative:
(B)(4). A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 23.1-23.4 cm and 29.5-29.9 cm from the distal cut end of the lead, consistent with lead friction to another implanted device or feature of the patient¿s heart. The silicone insulation was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.